Event description:
An implant card was received to the manufacturer indicating the patient had vns generator replacement surgery on (B)(6) 2013 due to prophylactic reasons. Diagnostics with the resident lead and new vns generator were within normal limits.

Event description:
Reporter indicated a patient was having shocking sensations in the chest at the vns generator site and the lead site in the neck since (B)(6) 2013. The vns settings were adjusted and the shocking sensations resolved. On (B)(6) 2013, the patient reported still having random shocking sensations. The reporter suspects there may be a device issue with the vns. X-rays were reviewed by the manufacturer, but no generator views were provided. Partial views of the lead did not note any obvious anomalies. The patient has been referred for generator replacement and possible lead replacement surgery. A surgery date has not been set. The vns has not been disabled.review of the device history records for both the vns generator and lead did not note any non-conformities, and both devices passed all final testing prior to distribution.

Event description:
Reporter indicated the patient had vns generator replacement surgery performed on (B)(6) 2013. The explanted generator was returned for analysis on (B)(4) 2013, and analysis is pending.

Event description:
Analysis of the vns generator was completed. Proper functionality of the pulse generator and its ability to provide appropriate programmed output currents was verified. There was no dried body fluid/corrosion identified in the lead cavity or connector block, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
(B)(4).